Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The left and right plunge cases were damaged, the bottom case was cracked, and the top case was chipped. Event history log (ehl) showed: deplete d battery. Flow test was performed and the reported problem was duplicated. The root cause of the issue was deemed to be normal wear the battery pack was over 8 years old; life expectancy is two years. Action(s) taken to mitigate the reported issue(s): replaced battery.

Event description:
It was reported that the pump's battery drained quickly. No patient injury was reported.